Event description:
The pt was diagnosed with severe congenital pes plano valgus deformity bilaterally prior to the corrective surgery. The pt was experiencing tiredness and pain in both feet. The pt was unable to participate in sports or be active. According to the physician of the original operation, conservative measures were attempted to alleviate the symptoms, but failed. The prescribed treatment was percutaneous tendo-achilles lenghtening and subtalar joint arthroereisis with implantation of the subtalar mba implant on each foot. The subtalar mba implant was implanted in 2002, into the left foot. On approx eight months later, the pt was admitted with a diagnosis of symptomatic implant with dislocation left subtalar joint. A procedure was done to relocate the subtalar mba implant. The relocation of the subtalar mba implant is reported on MDR #3004608878-2007-00039. The pt continued to experience pain. In 2003, the pt's family sought a second opinion. The physician observed: "the left foot however demonstrates peroneal spasm with an abducto valgus deformity of the foot. Gait examination revealed a guarded gait with favoring of the left side. Review of the x-rays, which the pt's parents has (had) brought with them, reveal excellent position of the implant on the right with a slipped subtalar implant on the left." "My impression is that (pt) has a displaced subtalar implant with irritation to the subtalar joint and subsequent peroneal spasm. My concern at this point is that the development of peroneal spasm is of greater concern then the loss of architectural stability to the medial column. My recommendation therefore would be to remove the implant at this point to allow the subtalar joint to settle down and in the hopes of subsequently breaking peronea spasm spontaneously. I feel that several months should be given to allow this process to occur at which time the medial arch can be re-evaluated for the possibility of re-implantation of the subtalar joint." The pt was admitted to the hospital on nine days later, for the removal of the subtalar mba implant. The physician reported some difficulty in removing the device as it kept spinning and would not back out of the talar sinus with the correct screwdriver for the procedure. A second probe was used to push the implant. Postoperatively, the physician prescribed tylenol with codeine elixir one teaspoon every four to six hrs for pain. In 2004, the pt had a consultation with another physician. The physician observed: "on examination, he has an antalgic gait to the left foot. He has multiple well healed incisions surrounding both feet medially and laterally. His back is straight. His pelvis is level. His leg lengths are equal. He has a full range of motion of his hips and knees. "Examination of his left ankle shows 5 degrees of dorsiflexion and 20 degrees of plantar flexion. He is slightly weak in plantar flexion on both sides, left greater than right. "He has no range of motion of his left subtalar joint and extremely minimal range of motion of his right subtalar joint, characterized by just a log (less than 5 degrees) of motion. He has mild swelling about both subtalar joints. There is no redness or heat. On the left side, he has a rigid flatfoot. That is to say, he has no arch in his foot in either stance or non weight bearing. He has mild pronation of the forefoot on the left. On the left side, he is tender to palpation fairly diffusely over the foot. His pulses are 2+ and equal." The physician reviewed the pt's x-ray: "on the left side, there is postoperative change with effusion in the second and forth tarsometatarsal joints and heterogenous high t-2 signal in the medial aspect of the head and neck of the talus."

Manufacturer narrative:
The device is not expected to be returned for evaluation. An investigation has been initiated based upon the reported info.